Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. The philips field service engineer (fse) was able to duplicate the reported failure when running est with customer circuit including humidifier. Fse ran prv test again, bypassing humidifier with patient circuit, passed. Leaks in humidifier, pressure can't build up to acceptable test range. Instructed customer that when nursing staff is running est, bypass humidifier. The fse states unit is ready for clinical use.

Event description:
Customer reported showing failed pressure relief. There was no patient or user harm reported.